Manufacturer narrative:
Investigation results: all explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that all devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: all explanted devices were not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code known inherent risk of device will be used.

Event description:
It was reported that the patient had loss feeling in the hip down following a trial procedure. The physician believed that the anesthetic being submitted too deep into patient's epidural space causing a dura puncture. The patient was in pain the next day and went to the (ER) emergency room. The patient's trial leads were explanted and the patient was feeling better.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patient had lost feeling in the hip down following a trial procedure. The physician believed that the anesthetic being submitted too deep into patients epidural space causing a dura puncture. The patient was in pain the next day and went to the (ER) emergency room. The patients trial leads were explanted and the patient was feeling better.